Manufacturer narrative:
The reagent lot number is 833958. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys testosterone ii assay result from one patient sample tested on the cobas 8000 e 801 module. The initial result was 8.76 nmol/l. The repeat result from line 2 was <0.2 nmol/l. The repeat result from line 3 was <0.2 nmol/l. The reporter reruns all unexpected results.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and performed maintenance; no issues were detected. He observed a lot of dust in the customer's laboratory. Product labeling states, "for regular cleaning, such as cleaning the instrument surface from dust, use deionized water only." The investigation determined that a sample quality issue had caused the event.